Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were not confirmed due to the device condition and the stent had already been fully deployed. Additionally, chatter marks were noted throughout the entire length of the distal sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation determined that the reported deployment difficulty was likely due to case circumstances. It is likely that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and causing the system to lock up. Further attempts to rotate the thumbwheel against resistance may have caused the outer member to partially separate proximal to the distal sheath. The chatter marks noted throughout the entire length of the distal sheath are consistent with the polyimide distal sheath being advanced over a tight radius further indicating that anatomical conditions likely contributed to the difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified left external iliac artery. An 8.0x80mm absolute pro vascular self-expanding stent (ses) system was advanced to the lesion and deployment initiated. When the stent was halfway deployed, the deployment system became stuck, so the handle was rotated which unlocked the system and the stent was able to be fully deployed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.